Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had serial number and model number do not appear on the screen, light-emitting diode lights on the front panel of the video processor are not illuminated, processor does not recognize the endoscope. The event had occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure in printed circuit board. A definitive root cause could not be identified. Based on the results of the investigation, due to failure in printed circuit board, the scope information is not correct. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.